Manufacturer narrative:
Date of report: 02/18/2019. Date rec¿d by MFR: 01/30/2019. Failure analysis on the returned gas delivery system (gds) shows that no fault found on the gds. Unable to replicate reported air flow sensor zero offset failure. All testing passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/14/ 2018. (B)(4). Philip's international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the airflow accuracy test (pvt test 5) at the zero point specification. There was no patient involvement. The event date was not specified; estimate used.